Event description:
It was reported that (1) ai326 was used during a lap cholecystectomy procedure. It was reported by the rep that the jaws would not open each time. It is unknown how the case was completed. There was no consequence to the pt.